Event description:
Surgeon used device to place an 80mm nail into patient's left calcaneus. Adapter broke off into two pieces into patient wound. Surgeon used a second device of same kind; it also broke into 1 piece. Attempts to remove 3 broken pieces, only able to be removed 1 of 3 pieces. Broken pieces left in the patient. Risk outweighed the benefits of removal. Patient was made aware of the event.